Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 73 days following the implant of this transcatheter bioprosthetic valve, the patient was incoherent and taken to the hospital. Three days following, a permanent pacemaker was implanted for unknown reasons. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that atrial fibrillation (afib) was observed prior to the implant of the valve and following the implant of the valve. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 73 days following the implant of this transcatheter bioprosthetic valve, the patient was incoherent and taken to the hospital. Three days following, a permanent pacemaker was implanted for unknown reasons. No further adverse patient effects were reported. Additional information was reported that atrial fibrillation (afib) was observed prior to and following the implant of the valve. No further adverse patient effects were reported.